Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. On (B)(6) 2025, the patient reported receiving inaccurate readings from her receiver. During this time, her therapist contacted 911, and a squad of paramedics was dispatched to the patient¿s residence. The patient was unable to provide further details during the call and stated she would follow up later. No information was provided regarding cgm or bgm readings, symptoms, treatments, medications, or diagnosis. Multiple follow-up attempts to contact the reporter were unsuccessful, and no additional details were obtained. No data was provided for evaluation. The allegation and the probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.